Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information including patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing set separated at the upper fitment of the silicone segment on the labor unit. Additional information requested, but was not received.

Event description:
It was reported that the IV tubing set separated at the upper fitment of the silicone segment on the labor unit. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the tubing set separated at the upper fitment was confirmed based on visual inspection of the as-received partial set samples. Visual inspection under magnification of the upper fitment components observed no damages. Further inspection of the component's inner diameter observed insufficient to no solvent traces. Dimensional analysis of the upper fitment's inner diameters were measured to be within specification(s). The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.